Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received form the USA stating that the device had "low power" during a spine surgery. There was no delay in surgery. A spare xmax device was available for use. There were no injuries reported. There was no additional information provided.